Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and there was a white powder-like substance on the device. Upon opening the package, the tubing set had a white powder-like substance on it. The material observed appeared to be outside the tubing. Tubing set was replaced. The procedure was completed without patient's consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot ac8752846 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and there was a white powder-like substance on the device. Upon opening the package, the tubing set had a white powder-like substance on it. The material observed appeared to be outside the tubing. Tubing set was replaced. The procedure was completed without patient's consequence.